Event description:
It was reported, that this right ventricular (rv) lead exhibited noise and oversensing. The patient was not rv pacer dependent, and had a good underlying rhythm. Therefore, no pacing inhibition was noted. The impedance measurements were normal. The health care professional (hcp) could recreate 1 beat of the noise with the patient's arm behind their back. And they recreated low level noise on the rv channel, but this was not oversensed. The patient would continue to be monitored. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).